Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia treated with a manual injection/insulin pen also customer was reported dose log/report data inaccuracy, leadscrew anomaly and the screw was not moving as intended. Troubleshooting was performed and found the no insulin came out of the needle. It was unknown whether the customer will continue to use the device. The product will be returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Inpen successfully paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 14.5u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no priming / delivery anomaly was noted. Inpen passed front cap investigation. In conclusion: per san diego analysis: inpen passed base line functionality test. Inpen failed displacement dose accuracy. Paired with commercial app using 27.5u. Inpen passed baseline and wireless functionality. App logbook displayed:15,15,15,15,15,15,15,15,15,15. Pen got stuck at 4u after baseline test. Destructive testing showed that dial difficulty was caused by a pattern wheel misalignment due to the pattern wheel tabs sitting above the dose nut. Encoder base bond was still intact. Dose log inaccuracy was not confirmed. Difficult to dial/dose was confirmed. Leadscrew anomaly was not confirmed. No occlusion/delivery anomaly was confirmed during analysis. Destructive testing showed that dial difficulty was caused by a pattern wheel misalignment due to the pattern wheel tabs sitting above the dose nut. Encoder base bond was still intact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.